Event description:
Pt received an advanced bionics clarion hi-focus cochlear implant. They contracted pneomococcal meningitis. Seven mos later they contracted haemophilus influenzae meningitis. Pt went through extensive infectious disease testing; all proved pt had no immune system problems, very healthy. Surgeon performed surgery packing "flat and glue" around implant wire. Pt had new "pe" and "t" tubes. Pt has had two spinal taps since because they were unsure of illness on 3/02 and 4/02.